Event description:
The pt was being implanted with an implantable ventricular assist device (ivad). It was reported by the transplant coordinator that the surgeon had difficulty assembling the pump during implant, in that he was unable to completely screw down the outlet collet nut flush to the pump housing, despite lubricating with saline and mineral oil and using a wrench. The surgeon tried several times, and he reported that there appeared to be a stop which was not allowing the collet nut to be screwed down further; however, he did believe he had a secure connection, and a decision was made to leave the device in the pt.

Manufacturer narrative:
The pt remains on ivad support. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.